Event description:
IV remodulin with cadd legacy premix pt reports he was unable to remove the bubbles in one of his cassettes and they were causing his pump to alarm. Pt needed use once cassette from emergency kit. Cassette fault occurred while in use. Product fault did not cause injury. Cassette available for investigation. Cassette is being replaced. Pt had backup cassette, infusion is life sustaining. No other info available. No add'l info details, or dates available, pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to cvs/caremark by pt/caregiver.